Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the pump screen. There was no reported impact on the customer's blood glucose level. Customer pressed the wake button multiple times and the wake button performed as intended. Customer will continue using the pump for insulin therapy.